Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on 24 may 2017. The customer further reported to the fse due to constant bf purge failures they could not run precision. The engineer found the tubing for the wash probe not connected and reinstalled the tubing. The pump count was noted to be over the recommended 20,000 tests so the engineer replaced the wash, diluent and waste pumps. The fse ran precision on low level ft4 control and quality control (qc) for ft4 and tsh. The engineer reported the precision within specifications and qc within customers set ranges. The engineer returned on 31 may 2017 and ran start up and precision on level 1 and 3 for ft4 and reported all were within specification. The aia 360 was working as intended. No further action required by fse. The probable cause of the event was suspected to be a weak diluent pump

Event description:
On (B)(6) 2017 a customer reported after they're running for 3 to 4 hrs ft4 will suddenly run high, with their aia 360 analyzer. Upon repeat the customer reported the results are normal, the customer stated this occurs with both patients and quality control. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event due to potential discrepant patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.